Event description:
It was reported that an alert was triggered, and the right ventricular (rv) lead exhibited high impedances, oversensing, and high thresholds. Additionally, the lead would not capture at the highest output. The lead was programmed off, and was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).